Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported paramedic visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes chapter 13 / page 176: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient's blood glucose reached 38 mg/dl which required medical assistance for the paramedics. There were no further information regarding the hospital visit or to the patient¿s treatment. It was also reported that this was due to the ascensia blood glucose meter reading incorrectly. The meter would show a high bg and he would give himself a bolus to compensate for the bg levels and that would cause his bg levels to drop very low.